Event description:
Pt admitted to hospital. During hospital stay, a brain MRI was warrented and completed. Pt's programmable vp shunt settings were not checked while pt remained in inpatient status. Approximately 3 weeks later, pt developed increased headache and went to neurosurgeon's office for evaluation. At clinic, pt's vp shunt settings were checked and noted to not be at correct settings. Settings were corrected at this time. Pt did not suffer any permanent injury and did not develop any other medical conditions related to this, but there is a potential harm for pt's who do not get their programmable vp shunt settings checked after MRI procedures done.